Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the central sector of the gripper¿s teflon pad is severely worn. Based on the results of the investigation: 1. The tissue pad was worn out because the seal and cut output was performed with the gripping part closed without gripping the tissue (including after the tissue had been cut). 2. As the tissue pad wore down, the non-insulated part came into contact with the tip of the probe, causing issues u508/u511. Contact marks also appeared. However, the investigation findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation that the thunderbeat 5 mm, 35 cm, front-actuated grip exhibited that the central sector of the teflon pad is severely worn. There was no report of patient involvement.